Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Product surveillance spoke with the home patient (hp) on (B)(6) 2011 regarding the reported issue. The hp also reported that when they were discarding the cassette, the cassette leaked water on the floor. The hp stated they had disconnected to the homechoice prior to discarding the supplies. The hp stated that after their swap therapy has been going well. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available. Product surveillance spoke with the registered nurse (rn) on (B)(6) 2011 regarding the reported issue. The rn mentioned that she recalled the hp having alarms previous to her vacation but she believes they were resolved. She stated the hp had not currently been utilizing the homechoice (hc) and has used manual bags. The rn stated that the hp has been able to get through therapy successfully. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.

Manufacturer narrative:
(B)(4).